Event description:
It was reported than the customer had a no insulin delivery on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was transfer to helpline for assistance. The customer has needles but does know how much insulin to give his self.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.